Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2025, "the doctor found cuff leakage when doing testing before using on patient. Change new tube".

Event description:
It was reported that "(B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube."

Manufacturer narrative:
(B)(4). The reported complaint of cuff leakage could not be confirmed based upon the investigation of the sample received. The customer returned an actual sample for investigation. Based on visual inspection and functional test on actual returned sample, no defect was observed on sample and no problem found on the sample. The device history record was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Based on the investigation of the returned complaint device, no issues were found.